Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when using the ans suprapatellar sleeve, when the surgeon passed the opening reamer through the device, the reamer caught on one of the metal prongs and broke the protection sleeve. Surgeon had to use the old ex suprapatellar sleeve. There were five (5) minutes surgical delay. The procedure was successfully completed. No patient consequences. This report is for one (1) protection sleeve/ flex/ long for nails ø 8-11mm / sterile this is report 1 of 1 for complaint (B)(4)